Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer identified that the fenestrated bipolar forceps instrument stopped working and that it had 11 pending lives. The customer had to use a backup instrument. The procedure was completed with no reported injury.